Event description:
Dexcom was notified by tandem technical support that the patient¿s attending intensive care unit (ICU) physician reported that the patient¿s cgm experienced a sensor issue on (B)(6) 2022. Tandem also reported to dexcom that on (B)(6) 2022 at 2:48 am the cgm session had stopped. At 6:18 am a new session was started and at 7:03 am the sensor failed. Additional information was obtained on (B)(6) 2022, via a phone conversation with the ICU physician by dexcom medical safety. The physician reported the patient was a t1d and had worked 14 hours on (B)(6) 2022. The patient went to bed that evening and at 3:00 pm on (B)(6) the patient¿s parent noted the patient was still in bed. The parent checked on the patient and found him in bed, seizing. Glucagon was administered without results and emergency medical services was called. The patient was treated with IV glucose and transported to the hospital where he was admitted to the ICU. The patient was evaluated for a cerebrovascular accident (cva) which was ruled out, and he was diagnosed with encephalopathy. The patient was in a coma and did not regain consciousness and died on (B)(6) 2022. The physician stated that the patient¿s clarity data had been reviewed and showed that on (B)(6) 2022, at 2:48 am, the cgm value was 207 mg/dl. The patient¿s tandem pump continued to deliver insulin at a basal rate of 1.2 units/hour. At 6:06 am, the patient¿s cgm alerted for urgent low soon with a value of 59 mg/dl. The last cgm value noted was 54 mg/dl at 7:01 am. At 8:00 am, the insulin basal rate increased to 1.4 units/hour. It is not known why the basal insulin rate would have increased following a further decrease in the cgm value. No treatment information or further event details were provided. Although the physician reported that a sensor failure was seen in the clarity data, there was no specific allegation that the sensor failure caused or contributed to the coma or death. Dexcom cgm data was evaluated and did not confirm the above sequence of events reported by tandem. The data showed that the previous sensor session was manually stopped via the mobile app at 02:45 am (B)(6) 2022. A new sensor session was started at 02:51 am on (B)(6) 2022. The first reading after the 2-hour warmup was 153 mg/dl at 04:56 am. The patient¿s cgm value was 95 mg/dl at 05:56 am before experiencing 5 minutes of signal loss. When the reading resumed at 06:06 am, the patient¿s egv was 66 mg/dl resulting in an urgent low soon alert at 0% volume and at 06:11 am an urgent low soon alert at 50% volume for an egv of 69 mg/dl. Another urgent low soon alert was received at 100% volume at 06:36 am after the egv dropped below the low threshold of 60 mg/dl with an egv of 59 mg/dl. From 06:36 am to 08:41 am, the patient¿s egvs remained below the low threshold of 60 mg/dl and they received continuous urgent low soon and urgent low alerts interchangeably, with increasing volume. However, none of these alerts or any of the previously mentioned alerts were acknowledged. At 06:41 am, the egv dropped below the fixed urgent low threshold of 55 mg/dl with an egv of 54 mg/dl. An urgent low alert was received at 0% volume at 06:41 am and at 50% volume at 06:46 am. The patient¿s glucose levels dipped below 40 mg/dl at 07:41 am and remained at that level until 08:41 am. Sensor noise was observed in the data logs from 08:46 am until 11:16 am with a no readings alert with increasing volume during this timeframe. The sensor failed due to low counts aberration at 11:21 am on (B)(6) 2022. A sensor failed alert was received with increasing volume from 11:21 am to 05:21 pm. This alert was acknowledged 05:23 pm. No active followers were using the follow app and no insulin events were observed in the cgm data logs. Confirmation of the allegation and probable cause could not be determined. The device alerts performed within specifications and patient settings. Tandem¿s investigation report has been requested but not yet received. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Confirmation of the allegation and probable cause could not be determined. The device alerts performed within specifications and patient settings. Tandem¿s investigation report has been received and is attached to the complaint file. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).